Event description:
It was reported that pump displayed insulin amount much lower than expected, showing 0 units and then significantly lower fill estimates than caller¿s calculated amounts, despite proper loading and use of room temperature insulin. There was no reported impact to the customer¿s blood glucose level. Caller reloaded same cartridge with technical support, then filled and loaded new cartridge, but large difference between displayed and expected insulin amounts persisted, so customer switched to multiple daily injections as backup therapy.